Event description:
It was reported that the right ventricular lead exhibited noise oversensing causing pacing inhibition. Programming changes were performed. The patient's condition was unknown.

Event description:
Additional information received noted that the patient was stable post programming changes.

Event description:
Additional information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.